Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the end cap was loose. The blood glucose level was unknown. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and detached end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly.